Manufacturer narrative:
(B)(4). (B)(6).

Event description:
Procedure: prostatectomy. The reporting person said: the balloon burst when inflated.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the balloon was cut, and the locking collar was broken. The valve seal and doors appeared intact. The inflation syringe was not received. The obturator was not received. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the balloon and the broken lock collar may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.